Manufacturer narrative:
The used/damaged shoulder cannula set has been returned to conmed for evaluation on 13-may-2016. The investigation is in progress, a supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the 5mm x 70mm shoulder cannula set without fenestrations in a shoulder arthroscopic procedure, a "tiny clear washer" was noted floating in the joint. Reportedly, the clear washer was detached after the cannula and trocar was inserted into the joint. The "washer" was immediately removed with no problems noted. Using another like-cannula, the arthroscopic procedure went on and other than a 6 minute delay, the surgery was otherwise completed with no further complications or serious injury to the patient. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
The used/damaged cannula was received for evaluation on 13-may-2016 and visual inspection found the lower seal was detached from the inside of the cannula. Further inspection by the quality engineer revealed that the cannula looks intact with the welded cap still connected and showing no signs of being loose or not welded. The edges of the seal showed signs of damage and the intact seal in the cannula (with the slot) appears to have a tear in it. Based on this finding, it is believed that the washer with the hole that is out of the cannula was pulled out during use. The report concluded that the damage observed on the used cannula does not appear to be a manufacturing defect. This lot with the UDI (B)(4) was manufactured on 15-mar-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to this type of damage to the cannula. Of the lot containing (B)(4) units, there have been no other similar complaint received for this item and lot number combination. A review of the complaint history for the device family shows there have been no serious injuries or death related to this reported problem. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. Like all other cannulas, the shoulder cannula set is intended to maintain a portal into the joint and provides a means of passing instrumentation, implants and/or fluid into and out of the joint. To reduce the risk of cannula breakage/tearing and patient injury, the instructions for use (IFU) for various cannulas provides the user with the following warnings and precautions: inspect cannula prior to use to ensure they are in good physical condition. To avoid damage during use, do not use excessive force on cannula. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use. The cannula is supplied sterile and is considered single-use. Re-sterilization by any method is not recommended. Do not re-sterilize. Single use only. The ability to effectively clean and re-sterilize these single use devices have not been established and subsequent re-use may adversely affect the performance, safety and/or sterility of these devices.